Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind or prime anomalies were noted. No unexpected bolus delivery was noted. The insulin pump had minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to a blood glucose level of 20 mg/dl. The customer stated that she was driving, pulled over, paramedics were called, and she was transported to the hospital. Customer was wearing the insulin pump at the time of the incident. The caller stated that when she rewound the insulin pump, the piston did not fully rewind. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device passed the delivery accuracy test.